Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 133.6080. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 133.6080 - replaced back up speaker. Missing bumpers on pole clamp - replaced pole clamp. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 13feb2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 133.6080. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. H3 other text : although requested, the affected device has not been received.

Event description:
It was reported by the customer that the device had an alarm - error codes / messages. Error code 133.6080. There was no additional information provided and no patient involvement.